Event description:
It was reported that the customer's blood glucose level was 500 mg/dl. The customer had calibration issues and a sensor error alert. Standard troubleshooting was performed. The customer was advised to change his sensor and monitor it. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.